Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe was not cutting. The condition of aspiration was unknown. The probe was exchanged and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: a review of the device history record indicates that the product was processed and released according to the product's acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees. The cutter is stuck in the port. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during the surgery the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).